Manufacturer narrative:
The pump was received with intermittent button response and button error alarm due to corroded keypad traces. There was no moisture damage found on electronic assembly or motor. The pump had cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 499mg/dl. The customer states they treated the high level manually. The customer states the pump alarmed right after it was exposed to moisture from pool. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.